Event description:
The customer reported that their central nurse's station (cns) was experiencing audio delays (1-2 minutes) after alarms would visually display.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was experiencing audio delays (1-2 minutes) after alarms would visually display. No patient harm or injury was reported. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. The customer reported that the issue did not reoccur after attempting to duplicate the issue. The device was installed at the facility in (B)(6) 2005 and has long since been discontinued. A serial number review did not reveal any related issues with this device. A plausible root cause would be due to normal wear and tear as the device had been in the field for 14 years. However, as the device and logs were not returned for product evaluation, root cause cannot be determined. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Due to the age of this complaint, no additional information can be obtained from the customer, therefore, this complaint can be closed. Reference CAPA 20-004.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was experiencing audio delays (1-2 minutes) after alarms would visually display. No patient harm or injury was reported. Nk ts is currently working on resolving this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) was experiencing audio delays (1-2 minutes) after alarms would visually display.